Event description:
Five days after implants, developed fever and chills. By day 6, nausea vomiting and diarrhea and went to the hospital. Diagnosed with renal failure and now put on dialysis. All autoimmune causes have been ruled out. Healthy prior to surgery (no htn(hypertension), dm(diabetes mellitus), cholesterol issues, non smoker, etc). Reference report: mw5151221.